Manufacturer narrative:
The referenced report of infection on (B)(6) 2018 is covered under medwatch MFR report #2916596-2018-05732. Approximate age of device ¿ 7 months.  A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was given daily vancomycin infusions due to recurrent enterobacter bacteremia with history of recurrent corynebacterium striatum bacteremia and recurrent (B)(6)/enterobacter. The patient experienced driveline and pump pocket infection status post multiple driveline and pump pocket incision and drainage with the most recent occurring from (B)(6) 2018. On (B)(6) 2018, the patient¿s blood culture was still positive for enterobacter. No additional information was provided.